Manufacturer narrative:
Concomitant products: the patient's medications include; amlodipine, clonidine, lisinopril, metoprolol, hydralazine, labetalol and esmolol infusion. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause for the deployment inaccuracy could not be determined with the provided information.

Event description:
On (B)(6) 2011, the patient underwent treatment of the traumatic aortic transection with a conformable gore® tag® thoracic endoprosthesis. It was reported that a left common carotid-left subclavian artery bypass was performed pre-operatively and the left subclavian artery was intentionally covered during the implant procedure. As the device was being deployed, it was reported that the graft moved proximally (~8mm) of the intended deployment site and partially covered the left common carotid artery. An additional procedure was performed whereby a bare metal stent was implanted into the left common carotid artery to protect and enhance perfusion of the artery. No further adverse events were reported and the patient tolerated the procedure.